Manufacturer narrative:
The radiometer investigation has not been able to determine the rootcause in this case, hence it is unknown. It is suggested to train end user.

Event description:
According to the complaint, when measuring capillary samples on an abl800 basic version plus (serial no. (B)(6). ), aspirate didn't start when pressed start aspirate. Suddenly, aspirate started when the customer attempted to remove the capillary due to screen displaying 'close inlet'. The measurement was aborted, and an error occurred with no sample detected. The sample in this case was lost.